Event description:
During product evaluation by a baxter service technician, a flo-gard infusion pump was found to have a stuck pole clamp shaft. This condition had the potential to interrupt delivery. This was not reported by the customer. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the condition was confirmed by service. This complaint is an ancillary service event opened during the investigation of (B)(4). The cause was identified to be stuck pole clamp shaft due to dirt and corrosion in the shaft threads. To correct this condition, the pole clamp shaft was cleaned and lubricated. If any additional information is received, a follow-up MDR will be sent.